Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and crease flat. A microscopic analysis was performed which identified: broken sharp on the posterior and one opening sharp on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior side, assessed as an unidentified (tear) opening and one sharp opening on the anterior side, assessed as unidentified (tear) opening.

Event description:
Health professional reported a right side "rupture" and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Health professional reported a right side "rupture" and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.